Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. Previous patient codes (1695, 1930) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: the known medical records span june 20, 2010 through february 15, 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from august 7, 2010 through june 5, 2013; from june 11, 2013 through november 4, 2016 were not provided. Patient information: medical history: abdominal cellulitis. Smoker. Marijuana and alcohol use. ­ (B)(6) 20: ¿drinks about a 12 pack twice/week.¿ obesity. ­ (B)(6) 2016: 330 lbs.; bmi 36.3. ­ (B)(6) 2018: 300 lbs.; bmi 33. Prior surgical procedures: appendectomy [unknown date]. (B)(6) 2 010: open repair of ventral hernia w/[with] prolene mesh. 2012: repair of ventral hernia. Relevant medical information: (B)(6) 2010: ¿29-year-old male states about a month ago, he lifted up a 300-pound dirt bike, and he felt something tear in his left upper quadrant. States since that time, he has had a bulging area that comes out when he does any lifting, but states when he lies down, he can push contents back in. States initially had pain for a few hours but non [sic] since. No nausea or vomiting. Passing stool without difficulty.¿ ¿superior into the left lateral of the umbilicus is a hernia w/the base approx. 8 cm in circumference. When standing up, is easily visible, but when lying down, is very easily reduced. Area not palpably tender. Intact bowel sounds.¿ (B)(6) 2010: reduction and mesh repair of incarcerated ventral hernia [prolene mesh]. ¿after the administration of general anesthesia, a transverse incision was made overlying the palpable abnormality in the left upper aspect of his abdomen. Dissection encountered a fairly large hernia sac. This was dissected down towards its neck. This seemed to emanate from a fascial defect measuring approximately 4 cm in size. This was distinct from the umbilicus, although there was a small umbilical hernia as well. The fascial bridge between the umbilical hernia and the large ventral hernia was divided to allow for a single closure. Prolene mesh was selected and placed in the subfascial plane and secured circumferentially using horizontal mattress #1-prolene suture. The overlying fascia was closed over the mesh using horizontal mattress #1 vicryl.¿ (B)(6) 2010: ¿has been doing well, over last couple days noted increasing infra-umbilical swelling and discomfort. On examination surgical incision is well-healed at skin level. No evidence of recurrent hernia; however, the infra-umbilical area does show some mild erythema and tenderness consistent w/ low-grade cellulitis.¿ (B)(6) 2010: ¿s/p [status post] ventral hernia repair w/low-grade cellulitis; completed 10-day course of keflex. I believe cellulitis is resolving but would like to re-check on friday.¿ (B)(6) 2010: ¿s/p ventral hernia repair w/low-grade cellulitis. Resolved completely.¿ implant preoperative complaints: (B)(6) 013: ¿underwent open repair of supraumbilical ventral hernia with mesh in 2010. For about last year or 2 has noticed progressive swelling in operative area; presents w/ concern of recurrent hernia. Able to reduce this; reports no gastrointestinal symptoms related to it.¿ ¿in operative area there is significant focal swelling secondary to what is clearly a recurrent hernia. This is reducible w/fascial defect approx. 5 to 6 cm in size; non-tender.¿ (B)(6) 2013: ¿the patient is a gentleman who underwent prior epigastric ventral hernia repair. This has failed.¿ implant procedure: laparoscopy with extensive laparoscopic lysis of adhesions. Laparoscopic ventral hernia repair with mesh. Umbilical hernia repair. [Implant: gore® dualmesh® plus biomaterial, 10439358/1dlmcp04, 15 cm x 19 cm x 1mm thick, oval] implant date: (B)(6) 2013. Description of hernia being treated: ¿the left upper quadrant trocar was placed using the bladeless system and the peritoneal cavity insufflated with carbon dioxide. Additional trocars were placed in the left lateral and left lower quadrant positions. There was a moderate amount of omental adhesions and herniated omentum into the hernia sac. This was carefully taken down using a combination of sharp and blunt dissection as well as electrocautery to control bleeding points. Care was taken to ensure that there was no bowel within the herniated contents and as the dissection proceeded, I did not think that there was any involved bowel at all. After completely mobilizing the omentum away from the hernia defect there was a predominant fascial defect of approximately 10 cm in size.¿ implant size and fixation: ¿an appropriate size dual mesh was placed through one of the trocar sites after securing the corners using 0 gore-tex suture. The 4 corners of the mesh were tacked up through the full thickness of the abdominal wall using counter incisions and pulling up the full-thickness suture using the endoclose device. After securing the mesh and covering the fascial defect the periphery of the mesh was secured to the anterior fascia using the endocoil stapler. After completely securing the mesh it was inspected, hemostasis was satisfactory. The main fascial defect was nicely covered; however, there was a separate fascial defect at the umbilical region several centimeters inferior to the main hernia defect. I elected to make an infraumbilical transverse incision and close this primarily using horizontal mattress #1 prolene. All incisions were then closed using intracuticular 4-0 pds sutures. Steri-strips were applied.¿ no post-operative records were provided. Explant preoperative complaints: (B)(6) 2016: ¿abdominal pain in upper abdomen; started yesterday, still present. Severity moderate. No nausea, loss of appetite, vomiting or diarrhea.¿ ¿abdomen; soft, bowel sounds normal. Moderate, tender mass in upper abdomen, no pulsatile mass. Skin; medium area of cellulitis w/tenderness, erythema and warmth to abdomen (induration).¿ (B)(6) 2016: CT abdomen/pelvis: ¿complex anterior abd. [Abdominal] wall defects, including diastatic rectus abdominal musculature located above the site of dense surgical material, which I believe relates to hernia repair. Large amount of bowel protrudes through the diastatic rectus musculature. Numerous distinct anterior abdominal defects which contain abd. Fat without loops of bowel. Fluid interposed between the sac containing bowel along with the fat containing loops and I am uncertain if this fluid is located within the peritoneum or abd. Wall. No findings for bowel obstruction. Avascular necrosis femoral head bilaterally.¿ (B)(6) 2 016: ¿says ventral hernia repairs were unsuccessful and 5 to 6 months after 2nd operation, his ventral hernia returned. Has not really had any problems until yesterday when he started experiencing pain; noticed redness/warmth in the area. Denied fever, felt chills today. No nausea, vomiting, constipation, diarrhea or dysuria. Noticed discharge from umbilicus since yesterday. Evaluation in ER unremarkable except for significant hyperglycemia w/no documented hx of diabetes. CT abd/pelvis did not show acute abnormality such as obstruction, fistula or abscess. Case discussed w/ general surgery at emmc who suggested pt [patient] be managed w/ abx [antibiotics] and schedule follow-up when stable, possibly outpatient. Because of concerns for infection involving prior surgical site as well as uncontrolled diabetes, admitted for IV abx, evaluation and management.¿ ¿skin; some minimal skin breakdown around the cellulitis area.¿ ¿abdomen; noted what looks like pus coming out of umbilicus; does not appear to be malodorous.¿ (B)(6) 2 2016: ¿s/p [status post] open repair of incarcerated supra-umbilical and umbilical hernia utilizing prolene mesh, in which mesh was placed in the subfascial layer and the fascia closed over it in (B)(6) 2010. Less than a year later, states hernia recurred. Did not have insurance at the time; simply observed things and then hernia enlarged and he went back to dr. (B)(6) [sic] in 2013. On (B)(6) 2013, dr. (B)(6) [sic] performed extensive laparoscopic lysis of adhesions w/ laparoscopic repair of ventral hernia w/ gore-tex dual mesh, along w/ gore-tex sutures for a 10 cm fascial defect. Also, at the time an open umbilical hernia repair performed w/prolene suture. Within about 7 or 8 months after this, pt states hernia reoccurred. Developed swelling in the supraumbilical site, which slowly enlarged, but asymptomatic. Suddenly, about 5 days ago, developed mild erythema to skin overlying the recurrent hernia, began to become indurated. Also noticed discharge below hernia site at level of umbilicus; yellow in color. On november 5, he awoke, felt hot and flushed, abd. Much more erythematous.¿ ¿CT scan abd/pelvis showed density at anterior abd wall, likely the gore-tex mesh and just above level of the mesh there were multiple loops of bowel including transverse colon. Appeared to be a large portion of abdominal contents in this area and some fluid located laterally in the left side. Numerous anterior abd. Wall defects containing abd. Fat, but no loops of bowel, and there was fluid interposed between the sac and loops of bowel. Difficult to know if this is fluid located within the peritoneal cavity or the abd. Wall, but I suspect it is fluid between the gore-tex mesh and a pseudo-capsule. No bowel obstruction, no definite walled-off abscess.¿ ¿he does feel that the tissue to the left of midline at the area of swelling is somewhat harder and indurated. Below this, at umbilical level, looks like there is a small opening, most likely a fistulous tract, draining some minimal purulent fluid in drops. Do not believe this has been cultured.¿ ¿abdomen; obese, soft, except at area of abdominal distention, above umbilicus. In an oval shape, there is swelling, likely a recurrent incisional hernia vs. Mesh that may be dislodged and curled within a previous hernia sac. Staples and mesh seen on CT in this area. Oval area of swelling and induration measures about 20 cm width, about 8 or 9 cm in length vertically. To left of the midline, it is indurated, there is a sort of darker purple-like discoloration and slight faint erythema. Inferior to this, the umbilicus is seen and deep within the umbilicus there is a small opening with likely a fistulous tract draining some minor purulent fluid; minimally tender. Larger area is more tender. Rest of the abd. Is soft and palpably benign without any other masses.¿ ¿cellulitis of abdominal wall, likely secondary to infected gore-tex mesh following laparoscopic incisional hernia repair in 2013 with probable fistulous tract to the umbilicus and likely recurrent incisional hernia w/ bowel within it. Although does not have an acute abdomen, I do not feel that antibiotics alone will take care of this infection; will likely need surgical intervention to remove mesh and repair defect without mesh for fear of recurrent infection in the short-term.¿ (B)(6) 2016: ¿recently hospitalized for abdominal wall cellulitis felt secondary to infected mesh from failed hernia repair x2. Has had drainage (umbilical) from the beginning. To see surgeon early next week. Today, noted that an area that was large and swollen ¿burst open¿ w/ copious drainage. Umbilicus still w/ drainage.¿ (B)(6) 2016: ¿recently, the overlying skin became cellulitic, prompting presentation to (B)(6) hospital. Imaging there documented a large recurrent hernia w/multiple bowel loops in it. Clinically, there was some purulent drainage form the umbilicus as well as from a second area, along the epigastrium, raising concern of potential fistula formation, but at the very least, the presence of infected mesh. Improved w/antibiotic therapy, discharged from hospital. Presents for discussion regarding definitive surgical intervention.¿ ¿abdomen; obese, soft, non-tender. Bowel sounds normoactive. Obvious epigastric hernia bulge, non-tender. Thin, cloudy drainage from umbilicus, seropurulent material from epigastrium to the left of midline. I did not try to reduce the hernia given radiographic findings.¿ (B)(6) 2016: ¿the patient is a gentleman who has undergone ventral hernia repair as well as umbilical hernia repair with mesh in the past. He presented to an outside facility with cellulitic changes and purulent drainage from the site. Imaging shows recurrent hernia with almost certain mesh infection. There was concern as well about the potential for bowel fistula. He presents for operative intervention.¿ explant procedure: exploratory laparotomy with extensive lysis of adhesions. Removal of abdominal wall mesh. Repair of ventral hernia defect. Explant date: (B)(6) 2016. ¿a midline incision was made through the skin and subcutaneous tissue. There was a large subcutaneous ventral hernia defect with omentum and transverse colon with the hernia defect. Careful dissection of the omentum and bowel was undertaken without creation of any enterotomy as well as additional adhesiolysis of the omentum and bowel to the anterior abdominal wall. Approximately 1 hour was spent mobilizing the adhesions and identifying the abdominal wall fascia. The surrounding soft tissues were quite thickened around the existing mesh presumably from the acute inflammatory reaction around it. There was dual mesh in the epigastrium as well as prolene mesh in the periumbilical region both of which were removed completely. Once all prosthetic material was removed, the fascial edges were clearly defined. #2 nylon retention sutures were placed through the full thickness of the abdominal wall to support the abdominal closure. The fascia was closed using figure-of eight #1 vicryl. The skin itself was left open though approximated widely in order to close some of the dead space. There was a ½ inch penrose drain that was placed through the left lateral draining site and into the subcutaneous tissues and exited through the inferior pole of the wound. This was sewn in place using 3-0 nylon.¿ (B)(6) 2016: pathology: ¿abdominal mesh, are 2 tan-brown portions of mesh measuring 8.5 x 4.0 x 0.2 cm and 13.5 x 9.0 x 0.2 cm. The smaller portion of mesh has multiple blue sutures. The larger portion of mesh has both blue and white sutures with several gray metal coils.¿ relevant medical information: (B)(6) 2016: x-ray abdomen: ¿prominent dilatation of loops of small bowel, located in left upper quadrant and left mid-abdomen. Colon essentially normal in appearance. Small amount of free air suspected underneath the right hemidiaphragm; could be post-surgical. Surgical drain overlying central aspect of abdomen.¿ (B)(6) 2016: discharge summary: ¿earlier this month he developed an overlying skin infection; developed cellulitis and seen at (B)(6) hospital. Imaging showed a large recurrent hernia w/multiple loops of bowel within. Also, purulent drainage from umbilicus raising concern of fistula in the area. Placed on antibiotic therapy, condition improved. Seen by dr. (B)(6) to discuss definitive surgical management. Recommendation was exploratory laparotomy, lysis of adhesions, removal of mesh, possible bowel resection. Procedures: on (B)(6) 2016, underwent exploratory laparotomy w/extensive lysis of adhesions, removal of abdominal wall mesh, and repair of ventral hernia defect by dr. (B)(6); did not undergo bowel resection. Complications: none. Hospital course: postop day 1 kept nothing by mouth [npo] w/patient-controlled analgesia. Postop day 2, started on clear liquid diet. Postop day 3, developed some vomiting. On postop day 4, vomiting continued; placed back on npo and kub obtained to rule out postop ileus. Antibiotics changed to cefazolin at that time. On postop day 5, symptoms improved; able to resume clear liquid diet. Postop day 6, advanced to full liquid diet, transitioned to pain meds by mouth. Today is postop day 7. Plan advance to postsurgical light diet. As long as this is tolerated today, discharge home tomorrow w/ 2 weeks of keflex.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10439358. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records from prior to 06/20/2010 were not provided. 06/20/10: east maine medical center. Kathryn w. Roseberry, pa-c; tania parsa, md. Emergency department note. Cc: ¿I think I have a hernia.¿ hpi: 29-year-old male states about a month ago, he lifted up a 300-pound dirt bike, and he felt something tear in his left upper quadrant. States since that time, he has had a bulging area that comes out when he does any lifting, but states when he lies down, he can push contents back in. States initially had pain for a few hours but non since. No nausea or vomiting. Passing stool without difficulty. Pmh: asthma, obesity. Psh: appendectomy. Social hx: positive tobacco, denies drugs or alcohol. Observed: abdomen large, multiple striae. Superior into the left lateral of the umbilicus is a hernia w/the base approx. 8 cm in circumference. When standing up, is easily visible, but when lying down, is very easily reduced. Area not palpably tender. Intact bowel sounds. Remainder of abdomen soft and nontender. Impression: ventral hernia w/wide base that does not appear either unreducible, incarcerated or strangulated. Plan: try to avoid heavy lifting. Dr. Huang will see in follow up. 06/29/10: northeast surgery. Peter p. Huang, md. Office note. Hpi: heavy lifting when noted left upper abdominal discomfort and bulge, approx. 1 month ago. Presented to ER; found to have reducible hernia in this location. Asked to see him for consideration of operative repair. No gastrointestinal symptoms, no other problems. Pmh: asthma, appendectomy. Ros: abd discomfort/swelling. Exam: abdomen; obese, soft, non-tender, nondistended. Bowel sounds normoactive. In periumbilical region just superior and to the left later aspect of umbilicus is a fairly moderate to large hernia which is reducible and nontender. No other masses or organomegaly. Impression/plan: ventral hernia, likely umbilical in origin. Plan is for open hernia repair w/ mesh reinforcement. Scheduled for july 2. 07/02/10: st. Joseph hospital. Peter p. Huang, md. Operative report. Pre/postop diagnosis: incarcerated ventral hernia. Operation: reduction and mesh repair of incarcerated ventral hernia. Indications: ¿the patient is a gentleman who presents with pain and swelling in the left upper aspect of his abdomen near the umbilicus. Clinically, this has the appearance of a hernia, and he presents for elective operative repair.¿ procedure: ¿the patient was placed supine on the operating table. After the administration of general anesthesia, a transverse incision was made overlying the palpable abnormality in the left upper aspect of his abdomen. Dissection encountered a fairly large hernia sac. This was dissected down towards its neck. This seemed to emanate from a fascial defect measuring approximately 4 cm in size. This was distinct from the umbilicus, although there was a small umbilical hernia as well. The fascial bridge between the umbilical hernia and the large ventral hernia was divided to allow for a single closure. Prolene mesh was selected and placed in the subfascial plane and secured circumferentially using horizontal mattress #1-prolene suture. The overlying fascia was closed over the mesh using horizontal mattress #1 vicryl. The subcutaneous tissues were closed using interrupted 3-0 vicryl and the skin closed with intracuticular 4-0 pds stitch. Steri-strips were applied. The patient tolerated the procedure well.¿ blood loss: minimal. Counts: all correct at the completion of the case. ¿he was taken to the recovery room in good condition.¿ 07/02/10: st. Joseph hospital. [Illegible]. Short stay record. Procedure: ventral hernia repair. Summary of stay: stable. Discharge instructions: diet: prn. Activity: no lifting > 25 lb. Shower: 1 day. Return visit: 2-3 weeks. Dx: ventral hernia. Bard mesh. Open ventral hernia repair w/mesh. 07/20/10: northeast surgery. Peter p. Huang, md. Office note. Hpi: repair of ventral hernia july 2 w/ mesh. Has been doing well, over last couple days noted increasing infra-umbilical swelling and discomfort. On examination surgical incision is well-healed at skin level. No evidence of recurrent hernia; however, the infra-umbilical area does show some mild erythema and tenderness consistent w/ low-grade cellulitis. Impression/plan: rx keflex for 10 days. 08/03/10: northeast surgery. Michelle e. Toder, md. Office note. Hpi: seen on july 20 w/mild cellulitis; treated w/10 days of keflex. Presents for f/u. On exam his incision has healed without evidence of recurrence. Some very faint erythema above and below incision laterally. Having not seen this before, I am not sure whether it had resolved and is recurring or has improved dramatically since last evaluation. Impression: s/p ventral hernia repair w/low-grade cellulitis; completed 10-day course of keflex. I believe cellulitis is resolving but would like to re-check on friday. Now taking normal amount of ibuprofen; does not require rx for vicodin. 08/06/10: northeast surgery. Michelle e. Toder, md. Office note. Hpi: returns for re-evaluation. Had cellulitis which appeared to respond to antibiotics; however, faint erythema noted 3 days ago. Exam: incision intact, no evidence of recurrence, all erythema has resolved completely. Impression/plan: s/p ventral hernia repair w/low-grade cellulitis. Resolved completely. Asked to avoid heavy lifting for an additional week, then may return to work in carpentry. Will be seen on as-needed basis. ??/??/12: [missing records: records including an op report for ventral hernia repair in 2012 were not provided.] Records between 08/06/10 and 06/06/13 were not provided. 06/06/13: northeast surgery. Peter p. Huang, md. Office note. Hpi: underwent open repair of supraumbilical ventral hernia with mesh in 2010. For about last year or 2 has noticed progressive swelling in operative area; presents w/concern of recurrent hernia. Able to reduce this; reports no gastrointestinal symptoms related to it. Social hx: prior smoker, reports marijuana use and ongoing ethanol intake. Exam: abdomen; obese, soft, non-tender, bowel sounds present. No mass or organomegaly. In operative area there is significant focal swelling secondary to what is clearly a recurrent hernia. This is reducible w/fascial defect approx. 5 to 6 cm in size; non-tender. Impression/plan: recurrent ventral hernia. Plan another attempted operative repair. He understands there will be noticeable soft tissue swelling following laparoscopic repair; likely take weeks if not months to resolve. 06/10/13: eastern maine medical center. Peter p. Huang, md. Operative report. Pre/postop diagnosis: recurrent ventral hernia. Operation: laparoscopy with extensive laparoscopic lysis of adhesions. Laparoscopic ventral hernia repair with mesh. Umbilical hernia repair. Indication: ¿the patient is a gentleman who underwent prior epigastric ventral hernia repair. This has failed. He represents for another attempt to fix it.¿ procedure: ¿the patient was placed supine on the operating table and after induction of general anesthesia the anterior abdomen was sterilely prepped and draped. The left upper quadrant trocar was placed using the bladeless system and the peritoneal cavity insufflated with carbon dioxide. Additional trocars were placed in the left lateral and left lower quadrant positions. There was a moderate amount of omental adhesions and herniated omentum into the hernia sac. This was carefully taken down using a combination of sharp and blunt dissection as well as electrocautery to control bleeding points. Care was taken to ensure that there was no bowel within the herniated contents and as the dissection proceeded I did not think that there was any involved bowel at all. After completely mobilizing the omentum away from the hernia defect there was a predominant fascial defect of approximately 10 cm in size. An appropriate size dual mesh was placed through one of the trocar sites after securing the corners using 0 gore-tex suture. The 4 corners of the mesh were tacked up through the full thickness of the abdominal wall using counter incisions and pulling up the full-thickness suture using the endoclose device. After securing the mesh and covering the fascial defect the periphery of the mesh was secured to the anterior fascia using the endocoil stapler. After completely securing the mesh it was inspected, hemostasis was satisfactory. The main fascial defect was nicely covered; however, there was a separate fascial defect at the umbilical region several centimeters inferior to the main hernia defect. I elected to make an infraumbilical transverse incision and close this primarily using horizontal mattress #1 prolene. All incisions were then closed using intracuticular 4-0 pds sutures. Steri-strips were applied. The patient tolerated the procedure well. Blood loss minimal. All counts were correct at the completion of the case and he was taken to the recovery room in good condition.¿ 06/10/13: eastern maine medical center. V. Martin, rn. Implant/explant record [handwritten]. Implant location: abdomen. Dual mesh plus. Ref. 1dmcp04 [ref # discrepancy]. Lot. 10439358. 15.0 cm x 19.0 cm x 1.0 [illegible]. The records confirm a gore® dualmesh® plus biomaterial (1dmcp04 [ref # discrepancy]/10439358) was implanted during the procedure. Records between 06/10/13 and 11/05/2016 were not provided. 11/05/16: st. Joseph hospital. Mark flanagan, do. Emergency department note. Hpi: abdominal pain in upper abdomen; started yesterday, still present. Severity moderate. No nausea, loss of appetite, vomiting or diarrhea. Psh: ventral hernia repair x2; most recent 2 years ago. Exam: abdomen; soft, bowel sounds normal. Moderate, tender mass in upper abdomen, no pulsatile mass. Skin; medium area of cellulitis w/tenderness, erythema and warmth to abdomen (induration). Abdominal CT: mesh anterior wall; uncertain if fascial defect, ventral hernias, both bowel and fat containing, no bowel obstruction. Albumin 3.4 l. Impression: cellulitis over ventral hernia repair w/ mesh. Likely cellulitis. Admitted. 11/05/16: st. Joseph hospital. Edward p. Nicholas. Radiology - CT abd/pelvis w/contrast. Indication: upper abd. Pain. New pain, swelling, erythema and excess warmth over ventral hernia repair. Comparison: none available. Findings: very large; 6¿8¿ tall, 330 pounds. Impression: complex anterior abd. Wall defects, including diastatic rectus abdominal musculature located above the site of dense surgical material, which I believe relates to hernia repair. Large amount of bowel protrudes through the diastatic rectus musculature. Numerous distinct anterior abdominal defects which contain abd. Fat without loops of bowel. Fluid interposed between the sac containing bowel along with the fat containing loops and I am uncertain if this fluid is located within the peritoneum or abd. Wall. No findings for bowel obstruction. Avascular necrosis femoral head bilaterally. 11/05/16: st. Joseph hospital. Ioannis karakalpakis, md. H&p. Cc: abd. Pain. Hpi: no significant pmh, but no regular pcp follow-up with hx of abdominal ventral hernia repair x2, first time at st. Joseph hospital, 2nd time at eastern main, as well as umbilical hernia repair, last surgery done about 2 years ago presenting today for evaluation of abd. Pain. Says ventral hernia repairs were unsuccessful and 5 to 6 months after 2nd operation, his ventral hernia returned. Has not really had any problems until yesterday when he started experiencing pain; noticed redness/warmth in the area. Denied fever, felt chills today. No nausea, vomiting, constipation, diarrhea or dysuria. Noticed discharge from umbilicus since yesterday. Evaluation in ER unremarkable except for significant hyperglycemia w/no documented hx of diabetes. CT abd/pelvis did not show acute abnormality such as obstruction, fistula or abscess. Case discussed w/ general surgery at emmc who suggested pt be managed w/ abx and schedule follow-up when stable, possibly outpatient. Because of concerns for infection involving prior surgical site as well as uncontrolled diabetes, admitted for IV abx, evaluation and management. Pmh: asthma; using prn inhaler he usually gets from friends; does not have regular pcp. S/p ventral hernia repair x2 w/ mesh placement, umbilical hernia repair, appendectomy. Denies any knowledge of personal hx of diabetes. Social hx: no smoking, drinks 2-3 x/week, about on 12 pack of beer. Occasional drug use. Lab: [included] glucose 417 [high], urinalysis with more than 1000 glucose and positive ketones [abnormal]. Exam: abdomen; soft, non-tender, non-distended, audible bowel sounds with a ventral hernia that is reducible on right side and hard with indurated skin, redness and erythema mostly on left side. States only difference he feels is the redness and warmth around the area, that it has not been hot and non-reducible on the left side chronically. Skin; some minimal skin breakdown around the cellulitis area. Impression/plan: abdominal wall cellulitis over prior surgical site; admit for IV abx. F/u official report of CT. Consider surgical consultation in the morning to further evaluate for possible need of surgical management if concerns for underlying abscess/fistula. Uncontrolled diabetes of new onset; hydrate aggressively, cover w/ sliding scale insulin and lantus. Will most likely need to be on diabetic meds on discharge, establish pcp follow-up. Suspect hgba1c significantly elevated. Htn; monitor. Dvt prophylaxis: lovenox. Addendum. Exam: abdomen; noted what looks like pus coming out of umbilicus; does not appear to be malodorous. 11/08/16: st. Joseph hospital. John vanadia, do. Consultation. Indication: abdominal wall cellulitis. Hpi: s/p open repair of incarcerated supra-umbilical and umbilical hernia utilizing prolene mesh, in which mesh was placed in the subfascial layer and the fascia closed over it in july 2010. Less than a year later, states hernia recurred. Did not have insurance at the time; simply observed things and then hernia enlarged and he went back to dr. Wong [sic] in 2013. On 06/07/13, dr. Wong [sic] performed extensive laparoscopic lysis of adhesions w/ laparoscopic repair of ventral hernia w/ gore-tex dual mesh, along w/ gore-tex sutures for a 10 cm fascial defect. Also, at the time an open umbilical hernia repair performed w/prolene suture. Within about 7 or 8 months after this, pt states hernia reoccurred. Developed swelling in the supraumbilical site, which slowly enlarged, but asymptomatic. Suddenly, about 5 days ago, developed mild erythema to skin overlying the recurrent hernia, began to become indurated. Also noticed discharge below hernia site at level of umbilicus; yellow in color. On november 5, he awoke, felt hot and flushed, abd. Much more erythematous. Denies nausea, vomiting, bowel habit change. Came to ER; did not call surgeon or his primary care. In ER found to have normal temperature at 98, but blood sugar elevated at 414. CT scan abd/pelvis showed density at anterior abd wall, likely the gore-tex mesh and just above level of the mesh there were multiple loops of bowel including transverse colon. Appeared to be a large portion of abdominal contents in this area and some fluid located laterally in the left side. Numerous anterior abd. Wall defects containing abd. Fat, but no loops of bowel, and there was fluid interposed between the sac and loops of bowel. Difficult to know if this is fluid located within the peritoneal cavity or the abd. Wall, but I suspect it is fluid between the gore-tex mesh and a pseudo-capsule. No bowel obstruction, no definite walled-off abscess. Already on IV abx, unasyn and vancomycin. Placed on sliding scale insulin, as well as lantus insulin at bedtime. On lovenox. He does feel that the tissue to the left of midline at the area of swelling is somewhat harder and indurated. Below this, at umbilical level, looks like there is a small opening, most likely a fistulous tract, draining some minimal purulent fluid in drops. Do not believe this has been cultured. Pmh: asthma, obesity, probable diabetes mellitus. Social hx: drinks about a 12 pack twice/week. Has not worked in over 10 years officially; odd jobs now and then. Ros: [included] gi; denies ulcer, reflux, nausea, vomiting, constipation, diarrhea, rectal bleeding, melena. Endocrine; has probably had diabetes for some time, but was not aware of it. Has lost about 25 pounds since this summer due to what he states is decrease in appetite. Wt. 330 lbs. Exam: abdomen; obese, soft, except at area of abdominal distention, above umbilicus. In an oval shape, there is swelling, likely a recurrent incisional hernia vs. Mesh that may be dislodged and curled within a previous hernia sac. Staples and mesh seen on CT in this area. Oval area of swelling and induration measures about 20 cm width, about 8 or 9 cm in length vertically. To left of the midline, it is indurated, there is a sort of darker purple-like discoloration and slight faint erythema. Inferior to this, the umbilicus is seen and deep within the umbilicus there is a small opening with likely a fistulous tract draining some minor purulent fluid; minimally tender. Larger area is more tender. Rest of the abd. Is soft and palpably benign without any other masses. Lab: albumin is 2.6 [low]. Impression: cellulitis of abdominal wall, likely secondary to infected gore-tex mesh following laparoscopic incisional hernia repair in 2013 with probable fistulous tract to the umbilicus and likely recurrent incisional hernia w/ bowel within it. Although does not have an acute abdomen, I do not feel that antibiotics alone will take care of this infection; will likely need surgical intervention to remove mesh and repair defect without mesh for fear of recurrent infection in the short-term. Culture of wound should direct antibiotic treatment. Believe dr. Rawabdeh will be calling eastern maine medical center to see if pt can be transferred to his surgeon. Missing records: a culture report detailing analysis of the specimens collected during the 11/08/16 consultation was not provided.] 11/11/16: st. Joseph hospital. Ali rawabdeh, md. Discharge summary. Admission dx: abd wall cellulitis, uncontrolled diabetes; new onset. Discharge dx: abd wall cellulitis/hernia mesh infection, newly discovered diabetes. Hospital course: admitted to medical floor; started on broad spectrum antibiotics, CT scan done that ruled out abscess or fluid collection. Dr. Vanadia from surgical services evaluated; recommended surgical intervention to check on previously corrected hernia and fix ventral hernia in addition to fix the possibly developed fistula between mesh and umbilicus. Discussed w/ dr. Wong [sic] who did the surgery about 2 yrs. Ago; recommended to see as outpatient. Will see him on tuesday; meanwhile, will be on oral antibiotics. Newly discovered diabetes: never dx¿d w/ diabetes before. On presentation, found to have elevated blood sugar; hgba1c elevated at 12.3. Started on insulin. Discharged home on lantus; f/u w/ pcp for further adjustment. Discharged home stable condition. Resume activity. Diabetic diet. 11/11/16: st. Joseph hospital. Michelle perkins, md. Emergency department note. Cc: boil (a week ago). Hpi: recently hospitalized for abdominal wall cellulitis felt secondary to infected mesh from failed hernia repair x2. Has had drainage (umbilical) from the beginning. To see surgeon early next week. Today, noted that an area that was large and swollen ¿burst open¿ w/ copious drainage. Umbilicus still w/ drainage. Medications: novolog flexpen, lantus. Exam: skin; tender indurated area (within area of cellulitis. Sanguinous drainage from center. Not fluctuant, no fluid pocket by u/s). Large area of cellulitis w/ tenderness, erythema and warmth to abdomen (umbilicus w/thin yellowish drainage). Impression: cellulitis of abdominal wall. Multiple abscesses to abdominal wall. Advised him I didn¿t see anything to drain at this point. Think this was an abscess that spontaneously drained within the area of cellulitis. Cont abx for now, cx sent, f/u w/ surgery. 11/15/16: northeast surgery. Peter p. Huang, md. Office note. Hpi: known to me, having umbilical hernia repair using prolene mesh in 2010. Subsequently developed supra-umbilical ventral hernia and underwent laparoscopic repair as well as a repair of recurrent umbilical hernia at the same time in 2013. Developed a recurrence a couple of years ago, which has progressed in size over that period of time. Recently, the overlying skin became cellulitic, prompting presentation to st. Joseph hospital. Imaging there documented a large recurrent hernia w/multiple bowel loops in it. Clinically, there was some purulent drainage form the umbilicus as well as from a second area, along the epigastrium, raising concern of potential fistula formation, but at the very least, the presence of infected mesh. Improved w/antibiotic therapy, discharged from hospital. Presents for discussion regarding definitive surgical intervention. Pmh: ventral hernia, umbilical hernia, diabetes, obesity, asthma, appendectomy. Social hx: 1 ppd hx of smoking, quit years ago. 12 pack per week ethanol intake. Exam: abdomen; obese, soft, non-tender. Bowel sounds normoactive. Obvious epigastric hernia bulge, non-tender. Thin, cloudy drainage from umbilicus, seropurulent material from epigastrium to the left of midline. I did not try to reduce the hernia given radiographic findings. Impression/plan: recurrent ventral hernia w/infected mesh, possible bowel involvement. Plan for exploratory laparotomy, lysis of adhesions, removal of mesh, possible bowel resection. Will be a formidable procedure, potentially, given the size of the fascial defect and limitations because of the inability to place any additional prosthetic material given the active infection. 11/16/16: eastern maine medical center. Peter p. Huang, md. Operative report. Pre/postop diagnosis: infected abdominal wall mesh. Operation: exploratory laparotomy with extensive lysis of adhesions. Removal of abdominal wall mesh. Repair of ventral hernia defect. Indication: ¿the patient is a gentleman who has undergone ventral hernia repair as well as umbilical hernia repair with mesh in the past. He presented to an outside facility with cellulitic changes and purulent drainage from the site. Imaging shows recurrent hernia with almost certain mesh infection. There was concern as well about the potential for bowel fistula. He presents for operative intervention.¿ procedure: ¿the patient was placed supine on the operating room table. After administration of anesthesia, the anterior abdomen was sterilely prepped and draped. A midline incision was made through the skin and subcutaneous tissue. There was a large subcutaneous ventral hernia defect with omentum and transverse colon with the hernia defect. Careful dissection of the omentum and bowel was undertaken without creation of any enterotomy as well as additional adhesiolysis of the omentum and bowel to the anterior abdominal wall. Approximately 1 hour was spent mobilizing the adhesions and identifying the abdominal wall fascia. The surrounding soft tissues were quite thickened around the existing mesh presumably from the acute inflammatory reaction around it. There was dual mesh in the epigastrium as well as prolene mesh in the periumbilical region both of which were removed completely. Once all prosthetic material was removed, the fascial edges were clearly defined. #2 nylon retention sutures were placed through the full thickness of the abdominal wall to support the abdominal closure. The fascia was closed using figure-of eight #1 vicryl. The skin itself was left open though approximated widely in order to close some of the dead space. There was a ½ inch penrose drain that was placed through the left lateral draining site and into the subcutaneous tissues and exited through the inferior pole of the wound. This was sewn in place using 3-0 nylon. A dressing was applied. The patient tolerated the procedure well. Blood loss was approximately 200 ml. All counts were correct at the completion of the case and he was taken to the recovery room in good condition without apparent complication.¿ 11/16/16: dahl-chase diagnostic services. Carol trask, md. Pathology report. Dx: abdominal mesh, removal: mesh, gross exam only. Clinical information: infected ventral hernia. Gross description: received in formalin, identified as whalen, jonathan e (02/12/1981): abdominal mesh, are 2 tan-brown portions of mesh measuring 8.5 x 4.0 x 0.2 cm and 13.5 x 9.0 x 0.2 cm. The smaller portion of mesh has multiple blue sutures. The larger portion of mesh has both blue and white sutures with several gray metal coils. 11/20/16: east maine medical center. Annamaria skacelova, md. Radiology - xr abdomen. Indication: vomiting r/o ileus/obstruction. Comparison: none. Impression: prominent dilatation of loops of small bowel, located in left upper quadrant and left mid-abdomen. Colon essentially normal in appearance. Small amount of free air suspected underneath the right hemidiaphragm; could be post-surgical. Surgical drain overlying central aspect of abdomen. 11/23/16: eastern maine medical center. Grace m. Pearson, pa-c. Discharge summary. Discharge dx: infected abdominal wall mesh. Secondary diagnoses: ventral hernia, umbilical hernia, diabetes, obesity, asthma, appendectomy. Pmh: known to dr. Huang for having undergone umbilical hernia repair using prolene mesh in 2010 as well as ventral hernia repair in 2013. A few years ago, developed another recurrence of hernias; progressed in size over that time. Earlier this month he developed an overlying skin infection; developed cellulitis and seen at st. Joseph hospital. Imaging showed a large recurrent hernia w/multiple loops of bowel within. Also, purulent drainage from umbilicus raising concern of fistula in the area. Placed on antibiotic therapy, condition improved. Seen by dr. Huang to discuss definitive surgical management. Recommendation was exploratory laparotomy, lysis of adhesions, removal of mesh, possible bowel resection. Procedures: on 11/16/16, underwent exploratory laparotomy w/extensive lysis of adhesions, removal of abdominal wall mesh, and repair of ventral hernia defect by dr. Huang; did not undergo bowel resection. Complications: none. Hospital course: postop day 1 kept nothing by mouth [npo] w/patient-controlled analgesia. Postop day 2, started on clear liquid diet. Postop day 3, developed some vomiting. On postop day 4, vomiting continued; placed back on npo and kub obtained to rule out postop ileus. Antibiotics changed to cefazolin at that time. On postop day 5, symptoms improved; able to resume clear liquid diet. Postop day 6, advanced to full liquid diet, transitioned to pain meds by mouth. Today is postop day 7. Plan advance to postsurgical light diet. As long as this is tolerated today, discharge home tomorrow w/ 2 weeks of keflex. Will be given detailed instructions on wound care, f/u w/ dr. Huang in approx. 2 weeks. Activity: instructed on daily dressing changes for midline abd. Wound; change daily and as needed. Wear abdominal binder at all times until follow-up in 2-3 weeks. No lifting greater than 10 pounds for 6 weeks, or as directed after f/u appointment. Meds at discharge: novolog insulin, lantus insulin, keflex. Continued on attachment. - attachment: [continuation h10.11 event 40928.pdf]

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal, additional surgery, extensive adhesions. Additional event specific information was not provided.